Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a blood glucose result of hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l) on her aviva system. The customer experienced elevated blood glucose symptoms of feeling tired and had been sleeping for several hours. During the event a family member took the customer's blood glucose and obtained a reading of 7.8 mmol/l on her aviva system. The patient still had signs of hyperglycemia. The daughter called an ambulance. The ambulance arrived and treated the patient with insulin. After treatment the customer's blood glucose was 13.7 mmol/l. The customer was not transported to the hospital. Return of the suspect device was requested for evaluation.